Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, and therefore the customer's complaint was not reproduced. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "used hours of the lamp on the used hours of the lamp indicator of clv-190 have exceeded 500 hours" malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer requested for the replacement procedure of the lamp in the xenon light source due to the 500-hour lamp usage indication, but the lamp was igniting fine. It was informed that the lamp was replaceable by the customer and had send a quick reference guide to change lamp to the customer email address. The customer confirmed that the issue was resolved after replacing the bulb with the assistance of a technician. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the lamp usage display on the xenon light source usage indicator has exceeded 500 hours and needed replacement. There were no reports of patient harm.